Manufacturer narrative:
Initial and final MDR 1924751 - MDR 3003442380-2024- 17568- device 6 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use for all events. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.